Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred argentina. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The infusion set was in use for three days. No further information available.